Event description:
It was reported that during an arthroscopy, the footprint ultra anchor broke inside the patient. The broken pieces were removed from the patient with the help of tweezers. The procedure was finished with a smith and nephew back up device used in the originally drilled bone hole. No void was left in the patient. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with both anchors and the suture string in place. The distal anchor is fractured from the proximal end to the distal end of the suture window on 2 sides of the anchor. The distal end of the insertion device is bent. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, the footprint ultra anchor broke. It is unknown if there was a surgical delay. The procedure was finished with a smith and nephew back up device. No further complications were reported.